Event description:
It was reported that approximately three days post ivc filter implant, the pt presented with abdominal pain. A CT scan identified two filter legs had detached from the ivc filter. Reportedly, one of the limbs appeared to be extending through the ivc wall, into the peritoneum, possibly into the duodenum. The second detached limb moved cephalad within the ivc, and was located just below the heart. No intervention has been performed to date. Further info is pending.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The filter remains implanted. Therefore, a sample eval could not be performed. The investigation is currently underway.